Event description:
It was reported that the impaction tower on the radiolucent trochanteric fixation nail handle sheared off during impaction/insertion of trochanteric fixation nail. The trochanteric fixation nail was inserted and procedure was completed with no additional issues. There was no adverse event to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. During the manufacturing evaluation, a function test has showed that the m8 thread is functional as required and that the thread depth is more than the required minimum of (B)(4). The above described damages indicate that this was an often and intense used device. No manufacturing related fault could be detected. Conclusion, this complaint is deemed invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation reported that the impact marks on the carbon fiber and metal portions of the insertion handle show signs of incorrect technique or misuse. There are also impact marks on the shaft of the driving cap which shows signs of misuse as well. There are markings on the insertion handle itself that say, do not strike. The driving cap is made from heat treated (B)(4) which is a common material used in our other nail constructs for a similar application. However, the driving cap is designed to handle axial hammer strikes and not lateral ones. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to be a result of the condition of use. As the impact marks on the carbon fiber and metal portions of the insertion handle show signs of incorrect technique or misuse, user error caused or contributed to this event.